Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device failed to power on as designed. The device's system board needs to be replaced to address the issue. Additionally, the device's cord retainer was found to be missing. The front enclosure was found to be physically damaged. No components were replaced. The device was scrapped.